Event description:
As reported, a patient contacted exactech to report a pending knee revision surgery to replace the polyethylene components. He has experienced pain for the past two years. No other information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. B3: unknown.